Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she had high blood glucose levels of over 400 mg/dl for which she went straight to the hospital. The infusion set had been used for one day. She reported an incomplete bolus alert but did not recall if she had intended to deliver a bolus or not. On (B)(6) 2019, she was admitted to the hospital due to diabetic ketoacidosis. During hospitalization, when the infusion set was removed, a bent cannula was noticed, and she received intravenous insulin and shots which resolved the issue. On (B)(6) 2019, she was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.